Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the united states of america. The consumer reported peritonitis in a patient that coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Action taken with dianeal therapies were not reported. It was reported that on an unreported date, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. On (B)(6) 2012, patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12b16016 h12a21026 and h12b06017 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.